Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one representative unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 32 staples left in the cartridge, indicating at least 3 staples were fired by the customer. Upon functional testing, the first firing attempt in the air fully formed and released. The next fifteen firing attempts were made in the skin pad and all the staples released properly. The sixteenth staple fired into the skin pad was unformed. Two more unformed staples also fired. The device was disassembled and the complaint forming tool and anvil were placed in a lab inventory sample. The lab inventory sample with the complaint parts was fired into the skin pad and fired two unformed staples. The complaint forming tool was removed, leaving just the complaint anvil in the lab inventory stapler, which was fired into the skin pad and no problems were found. The forming tool was then inspected, and it was observed that it was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The forming tool part specification was reviewed as a part of this complaint investigation. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the representative sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, the first firing attempt in the air fully formed and released. The stapler was then fired into a skin pad and three unformed staples were observed. The complaint sample's anvil and forming tool were placed in a lab inventory sample for further testing and it was determined that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Dimensional testing was conducted and forming tool tab was measured to be out of specification. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. The tecate manufacturing site was consulted regarding the forming tool deformity, and the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was measured to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".